Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation in right ventricular outflow tract (rvot) with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation, the patient experienced cardiac perforation / cardiac arrest that required surgical intervention and CPR. The patient died. During ablation with the thermocool® smart touch® sf bi-directional navigation catheter in the rvot (ves procedure) a steam pop occurred. Due to the tissue perforation there was pericardial effusion. Patient went in cardiac arrest. Was reanimated for several minutes with CPR and finally opened with sternotomy and extracorporeal membrane oxygenation (ECMO) for surgical intervention to close the hole in the pulmonary artery. Patient was transferred to intensive care unit. Additional information was received. Transseptal puncture was not performed. Correct catheter settings were selected on the generator. Steam pop occurred at the third ablation point. The length of the ablation cycle when the pop was observed at the same tip position was 38 seconds. No error reported by the bwi systems. The patient's heart was exposed intra-operatively to suture the hole in the rvot and stop the pericardial effusion. The procedure was performed by stereotomy and with the support of extracorporeal circulation. The patient died. The physician¿s opinion on the cause of the adverse event was that it was procedure related. Physician's opinion on the cause of death was ablation in a critical point (free wall rvot) bears inherent risks during ablation and manipulation that were also discussed with the patient before the intervention. The brain of the patient did not receive enough oxygen supply for a sustained period of time during the handling of the adverse event and sustained critical damage.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation in right ventricular outflow tract (rvot) with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation, the patient experienced cardiac perforation / cardiac arrest that required surgical intervention and CPR. The patient died. In addition, a steam pop occurred at the third ablation point. The picture investigation was completed on 24-jul-2024. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the photo does not provide enough information related to the adverse event; therefore, no results were obtained from it. In addition, the device was not returned for investigation. If the device is received in the future, appropriate analysis will be performed. The manufacturing record evaluation was unable to performed since the lot # was not available. The potential cause of the adverse event remains unknown. The instruction for use (IFU) state: - when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. - catheter advancement should be done under direct imaging guidance. - do not use excessive force to advance or withdraw the catheter when resistance is encountered. - it is important to carefully follow the power titration procedure as specified in the ¿directions for use¿ section of this document. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Investigation findings code of ¿appropriate term/code not available (c22)¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 29-may-2024, noted corrections to the 3500a initial in h11. Additional manufacturer narrative section. Reported in the 3500a initial, ¿the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.¿ should have reported in the 3500a initial, ¿the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, the physician information was in error omitted from the 3500a initial. Therefore, processed fields, e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, and e3. Initial reporter occupation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).